Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot # va1gfdg, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was feeling a "tingling sensation" at the site where the extension was externalized from the skin. When stimulation was turned down the sensation went away. The caller was advised that the patient should call their healthcare provider (hcp); patient status is unknown at the time of this report. There were no further complication reported or anticipated.